Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the r wave sensing was low. The device was not used and another device was implanted. It was also reported that during the implant procedure the lead coil malfunctioned and that it was broken. The lead was not implanted. No patient complications have been reported as a result of this event.